Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the loading process was difficult. It was unknown what led or contributed to the issue. The issue was unresolved at the time of the report. Additional information was received indicating the patient was having to recharge the ins more often. The impedances were measured which showed contact 9 was low. The stimulation was changed to contact 10. The healthcare provider demonstrated how to recharge to the patient.